Event description:
On (B)(6) 2017, a case was received from the FDA (report number: mw5070605). It reported the following: surgery to include seri mesh scaffold (allergan manufactured) since now they have sold to sofregen medical, since initial install on (B)(6) 2015-leading to infection which has resulted in (continued) multiple surgeries to remove, efforts to correct damaging effects from the medical device and long term antibiotics. On (B)(6) 2017, the reporter was called and a message was left requesting additional information. On (B)(6) 2017, the reporter called and stated she had thick case file regarding the issues she has experienced. She is willing to share the information with sofregen and will email the information she is willing to share. On (B)(6) 2017 she shared the following information. Procedure date: (B)(6) 2015: operations performed: abdominal wall reinforcement with 10 x 15 cm biological mesh, bilateral implantable doppler placement, and multilevel intercostal nerve blockade with 20 mg of liposomal bupivacaine of chest and abdomen for postoperative analgesia. The findings from these procedures as they pertain to seri are as follows: attention was then turned to closing the abdomen. The abdominal fascia was closed in a layered fashion using a ethibond suture. One piece of 10 x25 cm biological mesh was then overlaid over the fascial repair and inset using 0 ethibond sutures. The patient was then flexed in a beach-chair position. The superior abdominal flap was then tailor tacked to the lower abdominal flap and the umbilicus was inset through a separate chevron incision using 4-6 monocryl and 5-0 prolene sutures. The umbilicus was pink and viable at the completion of the inset. The abdomen was then closed in a layered fashion using #2 quill pdo sutures to close the scarpa fascia, followed by 3-0 pds v-loc sutures in the subticular plane. Two 19-french round drains were placed in the abdomen through separate stab incisions and anchored to the skin using 2-0 prolene sutures. (Continued on page 4)